Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") and cholecystectomy ("gallbladder removed") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2017 she underwent cholecystectomy (seriousness criterion medically important). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspepsia ("digestive issues"), gastrooesophageal reflux disease ("gerd"), ovarian cyst ("ovarian cyst"), mental impairment ("memory fog") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered cholecystectomy, dyspepsia, endometriosis, mental impairment, ovarian cyst, pelvic pain and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") and cholecystectomy ("gallbladder removed") in a 36 year-old female patient who had essure inserted (lot no. B66021) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometriosis, pelvic pain, foggy feeling in head, ovarian cyst, gerd, weight gain and digestion impaired. On (B)(6) 2013, the patient had essure inserted. In 2017 she underwent cholecystectomy (seriousness criterion medically important). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), dyspepsia ("digestive issues"), gastrooesophageal reflux disease ("gerd"), ovarian cyst ("ovarian cyst"), mental impairment ("memory fog"), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), abdominal pain lower ("right lower quadrant abdominal pain") and endometriosis of pelvic peritoneum ("pelvic peritoneal endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy) and non-drug therapy (resection of endometriosis). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, cholecystectomy, dysmenorrhoea, dyspepsia, endometriosis, endometriosis of pelvic peritoneum, gastrooesophageal reflux disease, menometrorrhagia, mental impairment, ovarian cyst, pelvic pain and weight increased to be related to essure administration. The reporter commented: date of insertion: (B)(6) 2014 (discrepancy noted as per mr) right: 1 coil, left: 4 coils. Lot number: b66021. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2022: medical records received. Reporter information, patient middle name, race, lot number, reporter causality comment, events: dysmenorrhea, menometrorrhagia, right lower quadrant abdominal pain, pelvic peritoneal endometriosis added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") and cholecystectomy ("gallbladder removed") in a 36 year-old female patient who had essure inserted (lot no. B66021) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometriosis, pelvic pain, foggy feeling in head, ovarian cyst, gerd, weight gain and digestion impaired. On (B)(6) 2013, the patient had essure inserted. In 2017 she underwent cholecystectomy (seriousness criterion medically important). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), dyspepsia ("digestive issues"), gastrooesophageal reflux disease ("gerd"), ovarian cyst ("ovarian cyst"), mental impairment ("memory fog"), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea"), menometrorrhagia ("menometrorrhagia"), abdominal pain lower ("right lower quadrant abdominal pain") and endometriosis of pelvic peritoneum ("pelvic peritoneal endometrosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laproscopic hysterectomy, bilateral salpingectomy) and non-drug therapy (resection of endometriosis). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, cholecystectomy, dysmenorrhoea, dyspepsia, endometriosis, endometriosis of pelvic peritoneum, gastrooesophageal reflux disease, menometrorrhagia, mental impairment, ovarian cyst, pelvic pain and weight increased to be related to essure administration. The reporter commented: date of insertion: (B)(6) 2014 (discrepancy noted as per mr). Right: 1 coil, left: 4 coils. Batch no: b66021. Production date: 2013-08-30. Expiration date: 2016-08-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-nov-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") and cholecystectomy ("gallbladder removed") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2017 she underwent cholecystectomy (seriousness criterion medically important). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspepsia ("digestive issues"), gastrooesophageal reflux disease ("gerd"), ovarian cyst ("ovarian cyst"), mental impairment ("memory fog") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal, total hysterectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered cholecystectomy, dyspepsia, endometriosis, gastrooesophageal reflux disease, mental impairment, ovarian cyst, pelvic pain and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.